Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for pulse generator changeout, during testing it was noted that the right ventricular lead exhibited loss of capture and high thresholds. The lead was capped and replaced on (B)(6) 2016. The patient did well and was discharged home the following day.